Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with chest pain and shortness of breath. Upon review of cardiac ultrasound, the patient exhibited moderate to large pericardial effusion, which was related to the implant procedure eight weeks prior. The patient was admitted and pericardiocentesis was performed. A pericardial drain was placed until the drainage diminished. The effusion was gone the next day and the patient would continue to be monitored.